Event description:
Possible lead issue initially reported. Additional information later received reported device detected vf and patient received shock while running to catch a bus. Arm manipulation caused high impedance (>3000 ohms).